Event description:
It was reported that a patient experienced a suspected peritonitis event coincident with peritoneal dialysis (pd) therapy. The cause of the event was unknown. The patient was not hospitalized. It was reported that the event was manifested by cloudy fluid, abdominal pain and loose motion (diarrhea). The patient was treated with unspecified antibiotics (dose, route and frequency not reported) for the event. The outcome of the event was not reported. Action taken with pd therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.